Event description:
Pt being treated with 23mm aortic extender for aortic occlusive disease. Vascular access was obtained in the right iliac artery, which was sequentially dilated to 20mm utilizing an amplatz balloon. The 18fr sheath was advanced easily without resistance. Upon withdrawal of the sheath to the white marker, severe resistance was felt and immediately thereafter, the hub assembly disconnected from the body of the sheath. Map had already been lowered in preparation for deployment, and blood loss sustained through the sheath combined to result in pt's pressure being lost. Pt was stabilized and procedure was completed successfully. Total blood loss estimated to be greater than 1000cc's. No transfusion was given and pt was reportedly in stable condition.